Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria.  Omnipod insulin management system ¿ user guide.  Model: ust400.  17845-5a-aw rev b 09/17.  Changing your pod.   Chapter 3 / pages 33.  Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.

Event description:
It was reported while a patient was activating a pod both the needle and the cannula had not deployed. The patients reported blood glucose level was 122 mg/dl. The pod was not worn.

Manufacturer narrative:
The returned device was evaluated and the pod was received with the cannula un-deployed. However, no issues were found that would result in a needle mechanism failure as the pod was deactivated after the first priming sequence ended but before the start of the second priming sequence. Upon investigation, the pod was found to function as intended with no evidence of any damage or manufacturing deficiencies, as the ratchet gear was manually deployed and no needle mechanism issues were observed. No hazard alarm was generated by the pod.